Event description:
It was reported an access port was placed in 1999 for chemotherapy administration. It was accessed regularly without incident. Difficulty accessing this port in 2000 revealed the catheter appeared to have fractured approximately 3 inches from the port. Removal of the port and retrieval of the catheter utilizing a snare was successful and without pt complication. Another port was successfully placed. The pt's condition is good. This device is currently being evaluated by the MFR. Upon completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. Since this device was in place for over 6 months and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.